Event description:
The user facility reported that the tip of runthrough ns device became fractured during an operation. Follow up communication with the user facility reported the following information: (1) after implant of the stent, the doctor withdrew the wire with stent delivery balloon together; (2) when the doctor inserted the wire again for post dilatation, the wire stuck with stent; (3) the tip coil broke inside patient's vessel; and (4) the doctor called for surgery immediately for open heart to take the tip of wire out.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and the evaluation of the retention sample of the involved product code/lot number combination. Visual inspection of the retention sample revealed no anomalies. Magnifying inspection of the platinum coil segment revealed no anomaly, with no elongation or no fracture on the coil. Magnifying inspection of the stainless steel coil segment revealed no anomaly, with no elongation or no fracture on the coil. The outside diameter was confirmed to be normal, meeting manufacturer specifications. The tensile strength on the distal segment was determined to be normal, meeting manufacturer specifications. A review of the device history record and product release decision control sheet of the involved product code/lot# combination confirmed that there were no production-related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation results verified that the retention sample was the normal product, having no inherent deficiency that could relate to a fracture of the wire. As a cause of this complaint, it is likely that the distal segment of the actual sample was trapped in an object due to some factor(s) and subsequently was subjected to some pulling forces applied in the withdrawing direction by the user in an attempt to release the trap. With no evaluation of the actual sample, however, the cause was unable to be determined definitely from the available information. The potential for such an event is addressed in the instructions-for-use by statements such as the following: " (1) manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Other text : device not returned to manufacturer